Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25428. Related manufacturer reference number: 2017865-2021-25431. It was reported that a patient presented with a persistent (B)(6) infection. The patient's pacemaker (pm), right atrial (ra) lead, and right ventricular (rv) lead were explanted and patient is being treated with antibiotics. The patient was stable throughout procedure.